Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, water spray and leak test, cut and current draw test. Failure of the current draw can lead to the overheating of the attachment. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 36.7 c and 33.4 c under load testing with coolant spray on. These temperatures did not exceed specifications. However, it was noted by quality technician that the attachment is getting warm during testing. Results from sycotec stated the deflector is a little loose however, attachment runs properly and it's not getting hot.